Manufacturer narrative:
Was changed from yes to no. Manufacturer narrative: reported event is inconclusive. The device is not being returned and no photographic evidence was provided. Therefore, the reported failure could not be verified. The service history was reviewed and no relationship to this complaint was found. A review of the device history review was not performed since the device has been in the field more than 12 months. A two-year review of complaint history revealed there has been a total of 17 complaints, regarding 17 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: to avoid the risk of electric shock, this equipment must only be connected to a supply mains with protective earth. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the, 7-900-115, hyfrecator 2000, 115v, device shocked the nurse during pre-operative testing on approximately 26oct21. There was no injury/impact to the nurse. Further assessment was sent; however, the response from the reporter was ¿this is all set.¿ this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. .

Event description:
The customer reported that the, 7-900-115, hyfrecator 2000, 115v, device shocked the nurse during pre-operative testing on approximately (B)(6) 2021. There was no injury/impact to the nurse. Further assessment was sent; however, the response from the reporter was ¿this is all set.¿ this report is being raised on the basis of malfunction with potential for injury upon reoccurrence.